Manufacturer narrative:
The investigation of access site bleeding, pump stop, and purge leak ¿ pump has been completed. The investigation of stroke and vascular damage - peripheral vessel have not been completed, should any new information become available a supplemental report will be submitted. D9 device returned to manufacturer date added. Access site bleeding - major: on the day of implant, pt lifted/bent his leg and bleeding occurred. Angle matching done and mattress suture placed. Hemostasis achieved. The root cause of access site bleeding is determined to be patient movement because the bleeding started upon moving patients leg and hemostasis was achieved by applying sutures. Pump stop: after 3 days on support, purge cassette changed that began purge fluid leak at yellow luer. Within 2 hours, pump stop occurred. Data log review showed 3 attempted purge bag changes within 1 hour, at which time, purge pressure went to 0mmhg and purge flows went from 10ml/min to 30ml/min. 2 hours after purge issues began, mc trends up and saturated flow occurs followed by pump stop. The pump was returned and inspected. Inspection revealed biomaterial wrapped around the impellor blades that was unable to be removed despite soaking in heparin and manual removal efforts. The pump was unable to be run as the pump stop reproduced. The cause of the pump stop was biomaterial due to the biomaterial found wrapped around the impellor blades that reproduced the pump stop and data log review showing lack of purge flow leading to mc and purge flows trending up before pump stop occurred. Purge leak - pump: after 3 days on support, purge cassette changed that began purge fluid leak at yellow luer. ECMO rn reported that she believed the nurse accidentally cracked the luer on the impella side arm when changing the purge cassette. Rep was able to confirm crack in luer. Data log review showed 3 attempted purge bag changes within 1 hour, at which time, purge pressure went to 0mmhg and purge flows went from 10ml/min to 30ml/min. The pump was returned and inspected. Inspection revealed purge leak at the yellow luer connection. When the investigator attempted to disconnect the luer, the purge sidearm was further damaged. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc. Instructions for use: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ pump stop: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ purge leak-pump: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11899. B2 death added. Date of death is unknown. B5 additional information and patient outcome were inadvertently omitted on the initial manufacturer device report number 1220648-2024-11899. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-11899 g1 reporting contact email revised on manufacturer device report 1220648-2024-11899 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11899. H1 revised based on patient outcome death. H6 health effect - clinical code 1770 and 3160, health effect - impact code 1802, 4643, and 4629 and medical device problem code 1503 and 1250 were inadvertently omitted on the initial manufacturer device report number 1220648-2024-11899. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2024-11899.

Event description:
Once in the intensive care unit, bleeding at the site returned, and two units of blood were given. A new hemostatic suture was placed to achieve hemostasis. Support with the implanted pump continued following the intervention with bleeding and organ failure as well as an observation made of a cva. Additionally, there was air in purge system/purge system open issue, which was followed by pump stop, which pump stop was replaced. Care was withdrawn and patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support post percutaneous intervention. The patient developed bleeding from their groin site following impella cp implant. Angle matching was applied to the site and a mattress suture was placed to achieved hemostasis. Once in the intensive care unit, bleeding at the site returned, and two units of blood were given. A new hemostatic suture was placed to achieve hemostasis. The patient remains on impella cp support on the date of this report.